Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to procedural circumstances. The reported unexpected medical intervention was the result of case-specific circumstances. The reported off-label use is due to the user using the mitraclip g4 system on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a patient presented with grade 4+ functional tricuspid regurgitation (tr). This was an off-label procedure, with a mitraclip xtw operated on the tricuspid valve. Leaflet insertion and coaptation were satisfactory, as well as clip perpendicularity. After assessment of the anterior and septal leaflets, deployment was completed. A single leaflet device attachment (slda) occurred with the xtw. The septal leaflet was attached and the anterior leaflet was detached. Two additional mitraclips were implanted to the stabilize the slda. The tr was reduced to grade 1-2. The physician felt that the initial grasp was suitable, but potentially placed too much tension on the valve. They had targeted a central proximal isovelocity surface area (pisa) with a central anterior/ septal clip placement. In hindsight, the physician stated that they should have approached the jet beginning from a more aortic position and advancing towards the jet with multiple clips. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.